Event description:
It was reported that a physician was attempting to use an assurant cobalt peripheral bare metal stent to treat a lesion in the subclavian artery of a patient reported to exhibit 90% stenosis, was moderately calcified and a little tortuous. The artery diameter is 8 ¿ 7mm and lesion length 25mm. The lesion was pre dilated with an admiral xtreme balloon 4.0x20mm inflated to 7atm, the stent was deployed at 7atm and post dilated using another admiral xtreme 8.0x20mm at 6atm in part of the stent leaving distal at 7mm. Angiographic pictures taken afterwards noted two portions of the stent strut fractured. The physician indicated additional dapt at this time and the stent remains deployed in the patient. The device was removed from packaging as per IFU, inspected and prepped with no issues noted. No other clinical sequelae were reported for this event. Cine image review: two procedural still images were provided for review. The images appear to confirm stent material distortion. Assurant cobalt stent segments are joined together by an intermittent stent crown to crown weld pattern. The procedural images appear to show partial separation of some non-welded previously adjacent stent segment crowns, giving the impression of a stent fracture. Based on the images the stent fracture is inconclusive.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Unapproved used of device (stent implanted in subclavian artery - the assurant cobalt stent is indicated for use in the iliac arteries only). Inherent risk of procedure (stent fracture). No results available since no evaluation performed (no device returned for evaluation). (No device return). Evaluation conclusion: known inherent risk of procedure (stent fracture contained in IFU). Off-label, unapproved, or contraindicated use (stent implanted in subclavian artery - the assurant cobalt stent is indicated for use in the iliac arteries only). Unable to confirm complaint (no device returned for evaluation). (Based on the information available no root cause can be determined). (B)(4).